Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 36 x 0 on the right side on (B)(6) 2013. The patient was revised on (B)(6) 2014 due to dislocation adn instability. During the revision surgery, the doctor discovered that the liner was cracked.

Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).